Event description:
It was reported that a patient with a left middle cerebral artery (mca) bifurcation aneurysm was treated with a web device. After satisfactory deployment, multiple detachment attempts were unsuccessful. After repeated maneuvers, the web was finally detached but slightly protruded from the aneurysm sac, compromising blood flow in the superior branch of the mca. After placing an atlas stent, blood flow was not restored. Using a microguidewire and microcatheter, the protruded web device was repositioned back into the aneurysm sac, successfully restoring blood flow.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not available for return to the manufacturer for evaluation. The alleged product issue could not be confirmed.

Manufacturer narrative:
Items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions ¿ the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. ¿ advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. ¿ do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. ¿ the embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device 34. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 35. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 36. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 37. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 38. Verify the embolization device position before pressing the detachment button. 39. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 40. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 41. Verify the position of the embolization device angiographically through the guide catheter. 42. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Procedure/medical information review: a 6 minutes and 42 seconds video is linked to a jnis publication with the following title: ¿rescue techniques for intravascular mechanical obstruction following woven endobridge (web) device detachment¿, published in the jnis in october 2024. It shows a patient with a small to medium-sized left mca bifurcation aneurysm. A microcatheter is first positioned in the superior division of the mca. The web is then positioned in the aneurysm and control angio shows good position. During detachment, the web shifts a little and compromises the superior mca division. Five minutes later, there is no more flow in the superior division. An echelon 10 microcatheter is then positioned in the superior division of the mca and an atlas stent is implanted from the superior mca division back to the m1, with reestablishment of flow. Five minutes later, there is slow flow in the superior division, and 10 minutes later, it is occluded again. Manipulations are then performed with a guidewire and an echelon microcatheter at the base of the web and the origin of the superior division, which ultimately push the web slightly more into the aneurysm and reestablish blood flow to the superior division. This video demonstrates useful endovascular techniques for when the web device compromises or occludes branches located at the neck of wide aneurysms; however, does not explain why the web allegedly experienced detachment issues. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
It was reported that a patient with a left middle cerebral artery (mca) bifurcation aneurysm was treated with a web device. After satisfactory deployment, multiple detachment attempts were unsuccessful. After repeated maneuvers, the web was finally detached but slightly protruded from the aneurysm sac, compromising blood flow in the superior branch of the mca. After placing an atlas stent, blood flow was not restored. Using a microguidewire and microcatheter, the protruded web device was repositioned back into the aneurysm sac, successfully restoring blood flow.